Manufacturer narrative:
The insulin pump passed the displacement, rewind, and basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm was noted. The motor passed motor test. The drive support was inspected and no anomaly was noted. The pump passed the self-test. The pump was received with normal operating currents. No unexpected battery out limit alarm was noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high and low blood glucose and motor error alarms from the insulin pump. The customer's blood glucose reading was 439 mg/dl. The customer treated the high readings with a bolus. The customer stated that she had high readings for the past 4 weeks. The customer also stated that she had low blood glucose readings. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised to clear the alarm with the escape and act buttons. The customer was assisted with the self-test. The customer stated that the self-test failed. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.